Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. There was no reported adverse impact to customer's blood glucose level. Additionally it was reported that the pump battery became hot while plugged into a power source. Reportedly, the customer had alternate therapy available for diabetes management.